Event description:
It was reported that the patient is a chinese tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 164 days post the index procedure, the patient was noted to be experiencing dysuresia, and per the electronic data center (edc), the patient required medication treatment in local hospital. The patient is considered to be recovering and the symptom is still continuing. The investigator assessed the device relationship to the patient symptom of dysuresia as possibly related, and the procedure relationship to probably related.

Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2020-00560. A review of the device history record confirmed that the device met all material, assembly and performance specifications. The device is not available for analysis; therefore, physical as well as functional analysis could not be performed. A review of the device instruction for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The IFU lists dysuria as a potential adverse event. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
This report is for the same patient as manufacturer report: 2937094-2020-00560. The device is not available for analysis; therefore, physical as well as functional analysis could not be performed. A review of the device instruction for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The IFU lists dysuria as a potential adverse event. Based on the information currently available an evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient is a (B)(6) tobacco user with a medical history of cardiovascular, kidney stones, and benign prostatic hyperplasia (bph). A uroflow assessment performed two days prior to the study procedure showed a total voided volume of 278ml, the post void residual of 14ml and a serum psa level of 7.8 ng/ml. The patient was enrolled in the study and underwent the study procedure. During procedure the fiber was guided to the prostate tissue, and the energy delivered during the procedure was 65,012j. A day post procedure, the patient voiding trial was successful. The patient was discharged five days post procedure. It was reported that 164 days post the index procedure, the patient was noted to be experiencing dysuresia and per the electronic data center (edc), the patient required medical attention for the symptom. The patient is considered to be recovering. The investigator assessed the device relationship to the patient symptom of dysuresia as possibly related, and the procedure relationship to probably related.